Event description:
Per 21 cfr part 803, an MDR reportable event. Complaint received that alleges "was given bilateral oa adjuster 3 braces from the va and when he walks the braces sometimes hit each other at the hinge. While on a cruise, the braces hit each other in a tight space and he fell because of the hinges getting tangled up into each other. He fell into the side of the ship and injured his shoulder, knee and ribs. Went to a physician afterwards". Questionnaire not received from customer or clinician. Device not received manufacturer at this time.